Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Examination of the device revealed that the telescope female tubing was found detached from the anchor seal assembly. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the outer sheath was detached. An opticross¿ imaging catheter was used to view an unspecified target lesion. It was noted during preparation that the proximal part of the outer sheath was detached, however the physician was not able to notice that it was a defect and still tried to continue the set up and as a result, the inner sheath was also damaged which led to the transducer being exposed. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was reported that the outer sheath was detached. An opticross¿ imaging catheter was used to view an unspecified target lesion. It was noted during preparation that the proximal part of the outer sheath was detached, however the physician was not able to notice that it was a defect and still tried to continue the set up and as a result, the inner sheath was also damaged which led to the transducer being exposed. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4).